Manufacturer narrative:
The device was evaluated at olympus repair center. According to the evaluation, the following was found. Light guide lens was chipped. Adhesive around light guide lens and object lens was worn. The bending section rubber glue was lifted. The colored ring was worn. Switch was damaged. Up angle was out of specification. Water flow was out of specification. Water removal was out of specification. Electrical safety test was failed. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the air/water channel was clogged with foreign material. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus. According to the evaluation, the following was found. There was a black fibrous foreign substance in the air/water supply nozzle. The foreign matter was not derived from the olympus device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that lint entered the air/water supply channel. If significant additional information is received, this report will be supplemented.